Event description:
The manufacturer received information alleging a ventilator failed a step during testing. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device's blower motor due to contamination was observed. The device's blower motor was replaced to address the issue.